Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when device malfunctioned. Additional product code: fmf. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device was not implanted or explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26.nov.2014 expiry date: 01.aug.2019, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when a chronos wedge was opened for use, the items crumbled right out of the package. The chronos did not maintain the wedge shape. The crumbled product was not used and a different product was used to complete the surgery. There was no delay in surgery and no patient harm noted. There is no additional information. This complaint involves two (2) devices. This report is 2 of 2.